Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a closed door with a set. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'door latch error will not recognize closed door with set' was reproduced as a system error 320. A review of the event history log revealed 'system error 320' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The system error 320 was verified. The cause of the condition was determined to be that the link was binding when a fluid filled set was loaded. The link setup requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.